Manufacturer narrative:
The reported events of inability to interrogate and no pacing output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Testing of the hybrid circuitry indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the pacemaker was unable to be interrogated. Additionally, the nurse was unable to get any magnet response on the device. Attempts were made to address the interrogation issue but were unsuccessful. The pacemaker was also not pacing. The device was explanted and replaced on (B)(6) 2020. The patient was doing well and went home.

Manufacturer narrative:
As received, the device had no communication and no output. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and the results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Correction: h6.